Event description:
The facility representative reported an infuso.r. Pump with a condition of "alarms/grinding noise." This condition occurred during during preventative maintenance testing in the "biomed service" department. This condition had the potential to interrupt delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infuso.r. Pump with a malfunction of "grinding noise" was confirmed and reproduced during product evaluation. The assignable cause was determined to be a separated motor assembly. The motor assembly was replaced in order to correct the reported condition.